Event description:
Customer reported the hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 535 mg/dl. Customer experienced nausea, vomiting, rapid heart beat and difficulty breathing. Diagnosed diabetes ketoacidosis. Customer stated that she did not prime the infusion set and did not receive insulin all night. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.